Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to the breakage of ceramic insert. Following the implantation of a total left hip prosthesis on (B)(6) 2017, the patient came to orthopedic consultation on (B)(6) 2017 due to pain in the left hip without the notion of trauma. The radiography showed that the ceramic insert was broken. Revision surgery scheduled on (B)(6) 2017 for explantation of the insert + debris as well as the cup and the head. Installation of a new total hip prosthesis (except femoral stem that remains in place).

Manufacturer narrative:
Additional narrative: revision due to the breakage of ceramic insert. Following the implantation of a total left hip prosthesis on (B)(6)2017, the patient came to orthopedic consultation on (B)(6)2017 due to pain in the left hip without the notion of trauma. The radiography showed that the ceramic insert was broken. Revision surgery scheduled on (B)(6)2017 for explantation of the insert + debris as well as the cup and the head. Installation of a new total hip prosthesis (except femoral stem that remains in place). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.